Event description:
It was reported that when using the bd pyxis¿ es server unable to connect to the interface, and three connections were failing, adt, charges, and one other message type. The customer was unable to provide a sample of data not crossing over due to the lack of interface connectivity. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the (tss) was unable to log in to the application server due to incorrect credential errors, tss connected to the carefusion coordination engine (cce) server and checked the structured query language (sql) database and found the last interface heartbeat. Two services - carefusion cce (med) and carefusion cce profile plugin were not running, while the system service was active. Tss restarted the stopped services, and the heartbeat updated to the current time. Message processing resumed, and the queue began draining successfully. A technical support specialist restarted the service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.